Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver a pulse. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed to deliver a pulse. Upon eval, resistor r45 and capacitor c10 were burnt on the defibrillator pca. Additionally the 5.4 v power supply was shorted on the computer/analog pca and the auxilliary pca was shorted at the tva components (transient voltage attenuator). The cause of the failed pulse delivery was the damage to the pcas. The root cause of the extensive damage to the pcas was unable to be positively identified. No adverse event resulted from the defective monitor.